Event description:
It was reported that during kit inspection that it was observed that the device had a bent comb. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: taiwan the product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
Upon review of the complaint file, it has been determined that this complaint is a duplicate. The initial report was forwarded in error and should be voided. This event was reported on MFR-0001526350-2023-01425 on november 1, 2023. This is a duplicate.

Event description:
The initial report was forwarded in error and should be voided. This event was reported on MFR-0001526350-2023-01425 on (B)(4)2023. This is a duplicate.